Event description:
Olympus was informed that during a uterine ablation procedure, the device wires broke off and fell inside the pt. The device fragment was successfully retrieved using a grasper. The intended hysteroscopy procedure was completed using another similar device. There was no pt harm reported. Olympus followed up with the user facility and it was reported that after the procedure, a visual inspection of the device observed that the electrode wires were burned and charred at the distal end of the forceps. It was reported that a covidien triad generator was used with the electrode. It was suspected that the cautery unit burned the wires.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.